Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor system. The pump was unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. No unexpected error alarms were noted. The pump was received with missing display window cover. The pump was received with cracked case at the display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 580 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. The customer reported getting unexpected restart alarms and external ram crc error alarms that were not resolved. The pump also had physical damage. The customer also reported a low blood glucose incident on (B)(6) 2017 that led to emergency medical assistance being needed. Troubleshooting was not completed. The insulin pump will be returned for analysis.